Manufacturer narrative:
Device evaluated by manufacturer: the advancer unit and catheter unit were not connected together on the return of the devices back to site for investigation. It was noted that the handshake connection of the 1.25mm burr catheter unit was jammed within the catheter sheath. The sheath was cut open to retrieve the handshake connection. The handshake connection of the catheter unit was attached to the advancer unit and no issues were noted with the advancer or catheter connector. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4)

Event description:
Same case as 2134265-2011-00886. It was reported that during preparation for a rotational atherectomy treatment procedure, unstable rotational speed occurred. A 1.25mm burr was connected to a 2.0mm rotalink plus unit and during platform testing the tech was adjusting the rotational speed to 150,000 rpm's when the device starting making a high pitched sound and the speed on the console went up past 200,000 rpm's. After stopping the device, they checked the handshake connection and found that it had come apart. They attempted, unsuccessfully, to re-connect. It was determined that the connector on the advancer was bent during the attempts to reconnect. The procedure was completed with another of the same devices. No patient complications were reported and the patient's status is fine.